Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/31/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found additional information: d4, d9, h3, h4, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Six representative unopened samples were received for analysis. Product code 4pa6343yh. The complaint sample was not received for evaluation. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. The functional test was performed using instron equipment and the pull force result meet with the requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure in 2025 and suture was used. During the procedure, according to user feedback, the needle sometimes detaches from the thread very easily or even on its own. This leads to increased suture waste as threads need to be replaced. Furthermore, the needle is lost more quickly due to the problem described. Regarding this reference. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - how many devices demonstrated the alleged deficiency? Some of it in the box - did the event occur during one or multiple patient procedures? Multiple - what is the total number of procedures? Unknown, no information - have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? No - when were the needles detached/pulled off from the threads (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? During handling prior to use on patient and during use on the patient - it was reported that the needle detaches on its own. Could you please elaborate further on this reported issue? While the article was being removed from the package or during the sewing process, the needle came loose - it was reported that the needle is lost more quickly. Could you please elaborate further on this reported issue? While the article was being removed from the package or during the sewing process, the needle came loose - please provide the product return status device will send for investigation - please provide the source or name of person providing answers to follow-up questions: (B)(6). Additional h11: was surgery delayed due to the reported event? --> unknown, was procedure successfully completed? --> unknown, were fragments generated? --> unknown, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown, (B)(4). Device property of -->none, device in possession of -->none "d4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.